Event description:
The customer reported that a pt injury occurred (treatment info was not known) during a bipolar procedure. According to the biomed, a grounding pad was placed on the pt in accordance to hosp procedure; however, this contributed to the bipolar forceps being immediately active when inadvertently plugged into the monopolar jacks.